Manufacturer narrative:
It was determined on analysis the external pulse generator (epg) tested out of specification. The epg failed the incoming test, due to the liquid crystal display (lcd) was bleeding. The hanger assembly was contaminated. The keypad lock and select buttons were collapsed, however both button actions work correctly. The upper, lower-case halves and main seal were contaminated. Both wires on the lcd were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.